Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted. Customer uses cold insulin. T:slim user guide indicates room temperature insulin should be used to fill the cartridge.

Event description:
Received info stating customer received an inaccurate fill estimate. Reportedly, the customer did not see any drips and repeated the fill process multiple times. There was no impact with the customer's blood glucose.